Event description:
It was reported that the patient experienced phrenic nerve stimulation. The lead was explanted and the replacement was implanted in a different vein with no stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.